Event description:
A cartridge change error was reported by the customer. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the customer to inspect and clean the pump's components, and after some difficulty, they successfully assisted the customer in filling and loading a new cartridge, allowing the customer to resume insulin delivery.